Event description:
It was reported that the saw blade, "teeth are making small holes in (the) package." The device was not used.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation, along with six (6) other devices that are all reported on separate medical device reports (MDR). The complaint device was returned in a sealed package. A visual inspection of the device packaging revealed a breach in the inner and outer pouches corresponding with the distal end of the blade. Since appropriate controls are in place to ensure devices are in acceptable condition prior to release from sss, and the packaging system for saw blades has been validated to withstand the rigors of distribution, storage and handling processes, it is likely that the packaging breaches occurred after the devices left sss. Potential causes of the observed breach were determined to be damage during shipping and/or storage of the device after final product release. The device history record for the returned device indicates that the saw blade passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.